Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy confirmed rv lead dislodgement. During the lead repositioning procedure, the rv lead helix failed to extend. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.